Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. Therefore, a detailed investigation or batch review cannot be conducted. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
End user reports he developed a rash comprised of red skin with small red bumps under the mass approximately one month ago. End user saw a wound ostomy continence nurse and was initially prescribed nystop powder which did not resolve the issue. He was then prescribed triamcinolone spray which resolved the issue.